Manufacturer narrative:
The astral device was previously returned to resmed for an investigation. Review of the device data logs confirmed the reported system fault 180, system fault 189 and total power failure without prior battery warning alarms. Per astral design, when the device loses power at any time (other than a manual/timer based shutdown), the device will emit a highly audible alarm ( total power failure alarm). Based on the device event log, the sf189 alarm caused device restart process was within the astral reset time safety limit. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the root cause of the system fault 189 was a software issue. The root cause of the system fault 180 and total power failure was a battery pack cell imbalance in which one cell string has a lower voltage and the rest of the cells would charge to a higher voltage. The safety protection system of the device would then activate to prevent overcharging of the cells. (B)(4).

Event description:
On (B)(6) 2018, resmed became aware of additional information regarding previously reported events (system fault 189 and 180) that occurred in (B)(6) and (B)(6) 2018. It was reported to resmed that after the astral device underwent total power failure and stopped ventilation while in use on a ventilator dependent patient, the patient began to asphyxiate; manual ventilation was provided to the patient while a backup ventilator was obtained. There was no further injury reported as a result of this incident.